Manufacturer narrative:
The ldl reagent lot number was 838066. The hgba1c reagent lot number was 856365. The expiration dates were not provided. The field service engineer replaced the sample probe and checked/adjusted the wash levels. A hardware check and precision testing were performed, and were within specifications. The investigation was not able to determine a specific root cause. The issue was consistent with pre-analytical handling issues at the customer site or a misadjusted wash system. Correct pre-analytic sample handling is within the customer's responsibility. The issue was resolved by the service actions.

Event description:
There was an allegation of questionable results from the cobas pure c 303 analytical unit. Example 1 was an initial ldl result of 10.9 mg/dl and a repeat result of 154 mg/dl. Example 2 was an initial hgba1c result of 8.03 % and a repeat result of 5.59 %. Example 3 was an initial hgba1c result of 6.54 % and a repeat result of 5.31 %.